Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm fg maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole at the distal end of the markerband. There was contrast and blood in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm fg maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. Patient was in good condition.